Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2021 and suture was used. During the procedure, when taking out the 3rd needle-suture, a foreign substance was discovered. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4) date sent to FDA: 07/01/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 analysis summary: an opened sample of product code meh7714lg was returned to ethicon inc for analysis. Upon initial inspection to the sample foreign matter (hair) was observed under the foam park. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. This product issue will be addressed through ethicon inc¿s quality system.